Manufacturer narrative:
Correction: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a resolute onyx stent was placed in the lad and the balloon expanded. After expansion, the diagonal branch was instantly occluded, and later the blood flow was regained. It was reported that lad diagonal occlusion occurred after stent implantation. No other medtronic device was involved in the occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the event as non-q-wave mi of the lad (target vessel) and side branch occlusion of diagonal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were used to treat the lad and rca. During the procedure, lad diagonal occlusion was reported-after the balloon expanded the diagonal branch was occluded. No action was taken. Investigator and sponsor assessed the event as not related to the anti-platelet medication or index device.